Manufacturer narrative:
Additional information received on 05may2017 with the following: the ac power adaptor was returned with the cam02 monitor and during the cam02 monitor incoming test, the integra service technician discovered there was no ac power due to ac power adaptor fail.

Manufacturer narrative:
Investigation completed 5/22/2017. Method: device history review, trend analysis, failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2014 ¿ oct. Service history review: monpwr is not a serviceable device and therefore no service history for review. A review of the customer complaints was completed using the following key words ¿broken connector¿ in the search criteria. The review encompassed dates 11-jun-2016 to 11-may-2017. Three complaints contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. The evaluation verified the complaint as valid; the cause was identified as the monpwr had a broken connector caused by physical damage. The monpwr was reported as returned with cam02 monitor serial number (B)(4). The review identified the monitor was returned in march 2016 for a pmc (preventative maintenance check). Conclusion: the investigation for cause identified the monpwr connector was broken due to physical damage sustained.

Event description:
It was reported that the device did not have ac power. The device was not in contact with patient. There was no patient injury/ death alleged. Revision/medical intervention not required. There was no patient prepped for surgery: no delay in surgery due to product problem. Additional information has been requested.